Event description:
It was reported, the insufflation unit exhibited there was sometimes no air feed. Event took place during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.

Manufacturer narrative:
Initial reporter establishment name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, and h11. Corrected field: d5. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.